Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz. Concurrent conditions included hypothyroidism, uterine bleeding, vaginitis, dysfunctional uterine bleeding, ovarian cyst and anemia. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and weight fluctuation ("weight gain/ loss (specify which one ) both"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss") and coital bleeding ("bleeding during sex"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (da vinci robot assisted hysterectomy, bilateral salpingo-oophorectomy and a colpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, abdominal distension, fatigue, alopecia, weight fluctuation and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, coital bleeding, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: sequela of essure procedure with no contrast seen to opacify the fallopian tubes. Uterus normal. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis. Uterus and bilateral fallopian tubes and ovaries, hysterectomy bilateral salpingo-oophorectomy: -chronic cervicitis, squamous metaplasia with erosions and parakeratosis, disordered proliferative phase endometrium. Left ovary with benign cyst favor follicular cyst. Left fallopian tube with no diagnostic abnormality identified. Right ovary with follicular cyst. Right fallopian tube with paratubal cyst. Ultrasound pelvis - on (B)(6) 2017: impression: 2.9 cm left ovarian follicular cyst may be complicated by small amount of hemorrhage or debris; follow-up recommended in 4-6 weeks. Nabothian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added: abnormal bleeding (vaginal), weight gain/loss, bleeding during sex. Previously reported event of weight gain updated to weight fluctuation. Lot number, reporters information, concomitant conditions and drug were added. Historical drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz. Concurrent conditions included hypothyroidism, uterine bleeding, vaginitis, dysfunctional uterine bleeding, ovarian cyst and anemia. Concomitant products included levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and weight fluctuation ("weight gain/ loss (specify which one ) both"). In august 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss") and coital bleeding ("bleeding during sex"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (da vinci robot assisted hysterectomy, bilateral salpingo-oophorectomy and a colpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, abdominal distension, fatigue, alopecia, weight fluctuation and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, coital bleeding, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for bloating diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: sequela of essure procedure with no contrast seen to opacify the fallopian tubes. Uterus normal.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis uterus and bilateral fallopian tubes and ovaries, hysterectomy bilateral salpingo-oophorectomy: -chronic cervicitis, squamous metaplasia with erosions and parakeratosis, -disordered proliferative phase endometrium. - left ovary with benign cyst favor follicular cyst. - left fallopian tube with no diagnostic abnormality identified. -right ovary with follicular cyst. -right fallopian tube with paratubal cyst. Ultrasound pelvis - on (B)(6) 2017: impression: 2.9 cm left ovarian follicular cyst may be complicated by small amount of hemorrhage or debris; follow-up recommended in 4-6 weeks. Nabothian cysts.. Lot number: 676713 manufacture date: 2009-09 expiration date: 2012-09 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue, alopecia, weight increased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, bloating. Laboratory data was added. Essure removal date and procedure was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.